Event description:
Home patient (hp) contated baxter's tech svc center for assistance during apd therapy. Reportedly, hp had received a "low drain volume alarm" in drain 1/4. Hp accidentally connected at an inappropriate time. Hp had pressed "go" however hp was not connected and fluid leaked onto the floor, thus causing the alarm later in the therapy. Hp was advised to discontinue treatment at that time and to resume therapy with new supplies. Follow up with the hp indicated therapy was resumed with a new setup and completed without incident. No pt injury or medical intervention reported per hp.